Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that broach handle broke. " latch-locking" piece came off the handle was not hit in the area it broke, only the "strike plate" was hit.

Manufacturer narrative:
Lot #: p4n41. Device manufacture date: 1/19/2010. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies.there has been (B)(4) other event reported for the manufacturing lot. The device was returned with the latch handle fractured at its lever arm. The fractured piece was also returend. The edge of the latch handle pad showed signs of having been struck with a hard object. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that broach handle broke. " latch-locking" piece came off the handle was not hit in the area it broke, only the "strike plate" was hit.